Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical sigmoid colectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had error c-34 during a colorectal list with the patient on the operating room table. The customer confirmed the system serial number as (B)(6) no other procedure information shared. The tse asked the customer to confirm if the erbe generator was powered on a dedicated mains outlet and not powered with a multi adapter, the customer indicated they was calling from another room and would check the system setup. At which points the line went dead, tse has advised all other on call tse's to immediately transfer the call to prepare potentially swapping vsc's from sk7720, both systems p11b or utilizing a force triad/covidien backup generator setup in order to complete the clinical procedure. The tse stated an erbe replacement is highly likely. The customer called back to report that issue persisted after power cycling the generator and confirmed that the generator had a dedicated wall power outlet in the theatre. Tse asked caller if they had any interfering equipment close to the generator, and caller confirmed they did not. Caller confirmed that they will utilize a force triad generator to finish the surgery. There was no report of injury to the patient.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During in-house power on test, the c-34 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to a lower voltage than expected, which may be indicative of a faulty electrical component within the generator.

Event description:
Refer to h11 for follow-up information.